Event description:
It was reported via study that approximately 2 months post rx vision stent implantation in the distal and mid right coronary artery (drca, mrca), the stents were found to be restenosed. The drca had 80% in-stent restenosis (isr) and the mrca had 70% isr. An rx xience stent was placed within each stent. There was no adverse patient sequela and one day post procedure the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/02/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because other message was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.